Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a bubbling sounds were heard in the patient's throat, and the ventilator alarmed with a minute ventilation of 0 ml or ventilation was insufficient for two minutes. Immediate inspection confirmed the tracheal tube was in place. When the balloon was withdrawn, no air was found, indicating a tracheal tube balloon leak. The tracheal tube was immediately replaced, and no adverse outcome occurred.